Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is a white shred on the plunger of the syringe. Appears to be plastic. Water has built up in the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/27/2021. H.6. Investigation: one sample received for investigation. Upon visual inspection a white substance in the plunger seen, this particle is highly probable to be plastic, a polypropylene particle based on shape, hardness and color once inspected at the microscope. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause is related to transport processes of pieces in manufacturing area. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is a white shred on the plunger of the syringe. Appears to be plastic. Water has built up in the syringe."